Event description:
User sg1 recently began having reactions while in room with disinfectant. Symptoms have been headache, scratchy throat, runny nose, cough, watery, itchy and red eyes. They begin approximately 15 minutes after being in the room and disappear gradually after leaving the room. No medical attention was sought. The air exchange rate was 26 per hour. A dirty filter was found on the scope machine, after it was changed the symptoms are gone.